Event description:
The reporter stated the surgeon inserted an qa2003v silicone three-piece lens. The surgeon felt the pt's eye could not support the lens and the lens was removed. The reporter stated there was no further info available and there was no complaint against the product. An anterior chamber lens was implanted.